Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) found that the solenoid driver board could not provide sufficient voltage for the #2 blood back test regardless of where the dip switches were set. The stm replaced the solenoid driver board and completed full preventive maintenance which included replacing the safety disk. The iabp passed full preventive maintenance, safety, calibration, and functionality checks to factory specifications. It was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during preventive maintenance, being performed by the getinge service representative, the cs300's solenoid driver board was not providing sufficient voltage. No patient was involved and no adverse event was reported.